Event description:
It was reported that a patient underwent a galactophore resection procedure on (B)(6)2010 and suture was used. On (B)(6)2010, the patient's wound appeared red and swollen and the suture turned black. The surgeon used antibiotic to treat the patient. Now the patient is fine.

Manufacturer narrative:
(B)(4) (infection): the product upon which this medwatch is based has been replaced; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.